Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. A competitor distributed this product, and they provided the pertinent data.

Event description:
It was reported the rv lead was fractured and replaced. No patient complications have been reported as a result of this event.